Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced infusion set cannula kinked event on 24-nov-2024. The event occurred within three hours of insertion. The insertion site was thigh. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.